Event description:
According to the available information, the patient presented with cystocele and minor stress incontinence due to bladder instability. A restorelle mesh and aris sling were implanted. The patient was discharged four days post procedure despite a post-micturition residue. The patient had to have an emergency consultation because of pain and a urinary tract infection. The patient was reportedly not able to urinate completely, had the urge to urinate frequently with pain in the lower abdomen. The urologist decided it was best to self-catheterize. The patient had pain in her lower back that radiated to left thigh, lower abdominal pain and vulvar pain and takes tramadol regularly for relief. It's impossible to pass stools at the slightest stress even with laxatives. These pains prevent the patient from having a sexual life, as they get worse after intercourse. After a consultation with the physician strip exposure was ruled out and there was probably an obstruction. It was agreed to continue with self-catheterization combined with bladder activation using botulinum toxin. She had her first injection of 200 units on (B)(6) 2024. At the three month review, the patient was reportedly completely satisfied, with no more leakage between catheterizations and no more urgency but experiences recurrent urinary tract infections. Patient was started on an antibiotic cycle with the addition of femmanose and cranberry.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The restorelle device referenced in b5 is captured under a separate manufacturing report number.